Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent the primary tlif (l5/6) procedure for treating both lumbar intervertebral foramen stenosis and lumbar disc hernia on (B)(6) 2021. On jun 3, the patient underwent a hematoma removal procedure. No further information is available. This complaint involves ten (10) devices. This report is for (1) 5.5 exp verse can scr 7.0x40. This report is 2 of 9 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : d9. Date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4. Device manufacture date. H6 - codes updated to imdrf codes. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the 5.5 exp verse can scr 7.0x40 revealed that there were light scratches and wear on the anodization consistent with implantation and removal. No damage or defects that would contribute to the complaint condition was found. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the 5.5 exp verse can scr 7.0x40 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device. Product code: 199725740s. Lot number: 265093. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 16.12.2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.